Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly hospitalized for a second time from (B)(6) 2025, to (B)(6) 2025. The recipient has reportedly healed from torticollis/atlantoaxial rotatory fixation (aarf). The recipient is reportedly wearing device without issues. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient received cervical traction methods for treatment. An x-ray was performed; however, no progress was observed. The recipient is wearing the device with no issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly has torticollis due to pain after revision surgery. The recipient was hospitalized. The recipient was diagnosed with aarf (atlantoaxial rotatory fixation) caused by the cochlear implant revision surgery. The recipient was discharged from the hospital on (B)(6) 2025. The bone rotation is improving.